Event description:
Description of event according to initial reporter:they advance the femoral introducer, to the area to deliver filter. They begin to place the preload filter into the chec-flo valve and begin to insert it trough the sheat as usual, but suddently they noticed that about 15 cm from the val the filter went out from the sheat and hook in the middle of the cava. In a difficult procedure they manage finally to take out the filter. They used another celect filter by jugular approach of the cava.patient outcome:procedure for taking out the damage filter and new additional placement of a new filter.

Manufacturer narrative:
Manufacturers ref# cn-(B)(4)blank fields on this form indicate the information is unknown or unavailable.g4) similar to device marketed under 510(k)/PMA: k233680 investigation is still in progress: this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.